Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the acoustic lens was peeling occurred due to the physical stress caused by dropping or hitting the effected parts to hard surface/object, or due to the chemical stress applied during cleaning/disinfection processing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the returned device found that the acoustic lens was peeled during evaluation; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was reported to olympus, that the evis exera ii ultrasound gastrovideoscope had a leaky bending section cover. The issue was found during reprocessing. Inspection and testing of the returned device found that the acoustic lens was peeled. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the up/down knob could not be locked securely due to wear of the forceps elevator lever and the water tightness was lost due to a pinhole on the bending section rubber. The number of missing elements exceeded standard value and the displayed ultrasound image was defective with missing elements due to damage to the ultrasonic probe. The bending angle in the up direction did not meet standard value due to wear of the angle wire. There were missing piece/chip/parts which fell on probe unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.